Manufacturer narrative:
This information was inadvertently reported incorrectly on initial MFR. Report. The initial report indicated that clinic notes dated (B)(6) 2013 were received; however, the clinic notes were actually dated (B)(6) 2013.

Event description:
It was reported that the vns patient picked at the lead enough to where it was coming out of the skin. The surgeon wanted to know if it was ok to remove the lead, but leave the generator in place. It was reported that the incision had been healed and then the patient picked open the incision and exposed the lead. It was reported that the site became infected. It was unknown if cultures were performed at the hospital, but reported that they were not done by the surgeon. It was reported that the lead was explanted. There was no causal or contributory medication or diet changes that would affect wound healing. Clinic notes dated (B)(6) 2013 indicated that the neck incision for the lead showed some skin excoriation and extrusion which by all purpose on clinical evaluation was infected. It was noted that the lead was then removed and some fibrous tissue and granulation tissue was debrided. The patient was admitted to the hospital for further treatment. The patient has been referred to another surgeon for evaluation. No further information has been obtained.

Event description:
The patient was seen on (B)(6) 2013. Diagnostics were within normal limits; however, it was unknown how this was possible because the patient¿s lead was reportedly explanted without reimplant per the neurologist, surgeon, and operative note. Additional programming history was reviewed on (B)(6) 2014 that confirmed the normal diagnostic results that were previously reported from (B)(6) 2013. Based on the information available to date, it appears that the patient underwent a lead reimplant surgery between (B)(6) 2013.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Previously submitted mdrs inadvertently omitted the information regarding the patient¿s appointment on (B)(6) 2013. This report is being submitted to correct this information.

Event description:
It was reported that the patient was seen in (B)(6) 2014 and was doing well. It was reported that the patient was seen on (B)(6) 2013 at which time the wound was noted to be healed.